Event description:
The manufacturer received an allegation that a ventilator device was showing an error related to the device software detecting a large pressure drop between the monitor and outlet pressure sensors. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that a ventilator device was showing an error related to the device software detecting a large pressure drop between the monitor and outlet pressure sensors. Upon evaluation of the device, the complaint was confirmed due to contamination of the internal hoses of the device.